Manufacturer narrative:
The customer reported there was no injury to the patient. The physician was able to replace with another 8mm emg flex endotracheal tube and completed the procedure. Afterward as the physician removed the silk tape from the inflation assembly of the replacement emg tube, the tape once again pulled the inflation tube out of the emg tube inflation channel. The product was returned with the inflation assembly disconnected from the inflation channel. Visual inspection of the inflation assembly insertion point appeared to meet product specifications, and have adequate adhesive.

Event description:
As the physician adjusted the emg tube during a thyroid procedure, he started to remove the silk tape securing the emg tube to the patient. The tape was wrapped around the inflation tube and pulled it out of the emg inflation channel. This caused the cuff to deflate and the patient airway become unblocked. The physician immediately re-intubated with a new 8 mm emg tube and the procedure was completed without further incident.